Event description:
The customer reported that the 9900 system displayed a charger off-line error message, the vertical column would not function, and that the x-ray images were grainy. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep could not duplicate the reported problem. The system was tested and operates as intended.